Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed the shaft and introducer were both kinked. Results also showed the loop was kinked. The catheter was connected to the diagnostic computer and several channel pairs were displaying noises. Dissection of the catheter electrodes showed all the electrodes were attached. Dissection from the lemo connector side showed a wire was broken. The kink of the shaft could potential cause the electrode wire to be kinked and producing an interference signal between other channels. In conclusion, the mapping catheter failed the returned product inspection due to a broken wire at the lemo connector, shaft kink, loop kink and kink introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.